Manufacturer narrative:
The customer reported that the bedside monitor (bsm) had waveform dropouts. They tried testing the device on a simulator but could not duplicate the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/16/25 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/21/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 05/27/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The customer reported that the bedside monitor (bsm) had waveform dropouts. They tried testing the device on a simulator but could not duplicate the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) had waveform dropouts. They tried testing the device on a simulator but could not duplicate the issue. No patient harm was reported. Investigation summary: the clinical team looked at the provided waveform and stated that these artifacts are not coming from poor lead placement or patient prep. It was stated that it appears that the issue is due to external interference and/or a bad lead set. Multiple follow ups were made. However, there was no response received. This complaint could not be confirmed, and the definitive root cause of the reported issue could not be determined. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Event description:
The customer reported that the bedside monitor (bsm) had waveform dropouts. They tried testing the device on a simulator but could not duplicate the issue. No patient harm was reported.